Manufacturer narrative:
Serial number: n/a, software version: n/a, color: grey, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer and on the dose detent. Unable to perform functional test due to leadscrew anomaly. Unable to perform functional test due to high resistance at dose button. No physical damage was to cartridge holder or inpen was noted per visual inspection.

Event description:
The customer reported via phone call that their insulin pen had cartridge holder damage. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.